Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: information from the reported date of event had been overwritten in the pump history due to continued use of the pump. The available data shows multiple delivery interruptions due to power on resets; the daily insulin delivery totals were observed to be inaccurate due to the multiple power interruptions. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The force sensor calibration was found to be within specifications. The pump was opened and no defect was found. Unrelated to the complaint, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the patient contacted animas alleging a low blood glucose (bg) of 42 mg/dl with symptoms of shakiness. The patient reported he was able to treat on his own with quick acting carbohydrate. Prior to the low bg, the patient claimed earlier that morning he obtained a fasting bg of 167 mg/dl and took a bolus at 5:30 am of 8 units to cover bg and carbohydrates for breakfast. The patient could not provide a reason for low bg. At the time of troubleshooting, the patient was unwilling to review the pump. This complaint is being reported because the patient developed symptoms suggestive of a serious injury while the pump was in use.